Event description:
It was reported that the patient was experiencing dizziness following a motor vehicle collision. The right ventricular lead showed 2 episodes of non-physiologic intervals suggesting noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. An 8042b implantable pulse generator, 2009; 2187 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.